Manufacturer narrative:
As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. The interval of the supplier maintenance was exceeded for 14 years by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Customer informed our service department on the 12th of april that one of our products shifted and caused a laceration.